Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after receiving an ¿insulin set expired¿ message and running out of insulin. Customer care guided the user through replacing the infusion set and cartridge, priming the tubing, applying a new infusion set, and filling the cannula. Glucose levels subsequently returned to range per reports. Symptoms included elevated blood glucose. Outcomes included transient impact on glucose control without the need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that hyperglycemia resolved after replacement of the infusion set and insulin supply. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with resolution following set and cartridge change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.